Event description:
Erratic chloride results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). It is unknown if samples were repeated on the same or an alternate instrument. The repeat results were higher for one patient sample and lower for the other two patient samples. The correct results are unknown. There are no known reports of patient intervention or adverse health consequences due to the erratic chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the mixer motor inside the ion selective (ise) dilution bowl was not stirring and the electrodes had salt buildup between them, indicating a leak. The cse disassembled and cleaned the ise module. The cse ran a coefficient of variation (cv) check and quality controls, which were within an acceptable range. The cause of erratic chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.